Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, but the device did not produce sound. The rse determined that the device (453564238621 ms_x2 assy cbl x2/mp2 speaker assembly) caused the reported speaker malfunction and needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. E1: reporter institution phone number: (B)(6),e1: reporter phone number: (B)(6).h3 other text : material sent to customer only.